Manufacturer narrative:
The main circuit board was replaced to address the reported complaint. The device was serviced and tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
During evaluation by a third party service center, an astral device displayed an error message (sf179) related to the super capacitor. The device was not in patient use when the reported event occurred.